Manufacturer narrative:
Insulin pump had minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor.

Event description:
It is reported by the pt that their insulin pump has moisture damage. The pt's blood glucose level is unk. Trouble shooting was conducted. Device is being returned. No further info is available.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.